Event description:
The customer reported a ventilator was not holding a charge. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the battery and provide the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.